Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator has been reached on january (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that the cause was unknown and recommended device replacement. This crt-p was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.